Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the patient experienced a compromised cannula due to which patient had high blood glucose level (600 mg/dl). The patient was rushed to the emergency room and had ketones. Patient's blood glucose level was 600 mg/dl when arrived in the emergency room and received insulin drip as corrective treatment. The health care professional assessed the ketone level not dangerous/ life threatening. The blood glucose level decreased to 400 mg/dl when the patient left the emergency room and was subsequently hospitalized. The patient received insulin drip as corrective treatment which resolved the issue. The infusion set was in use for two days. The patient did not notice any damage when the package was first opened. The patient was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.